Manufacturer narrative:
(B)(4). This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00530. It was reported the patient ((B)(6)) experienced uncomfortable pocket heating while charging the ipg. The patient reportedly recharges every day for 60 to 90 minutes. A replacement charger was sent to the patient which resolved the issue.